Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('abnormal bleeding ( menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormality. Bleeding') in a 31-year-old female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight normal, glomerulonephritis, pedal edema (secondary to proteinuria.), asthma, renal disease, cholecystectomy, dysfunctional uterine bleeding and hemodialysis. Concurrent conditions included uterine bleeding, hyperkalemia, diverticulitis, diarrhea, muscle cramps, joint pain, blood potassium increased, acute kidney injury, pancreatitis, polyps (biliary sludge.) And hemorrhagic cyst. Concomitant products included ferrous sulfate since (B)(6) 2011 for anemia, ciclosporin (cyclosporine) since (B)(6) 2012 for arthritis, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2015 for fibromyalgia, pantoprazole since (B)(6) 2011 and sodium bicarbonate since (B)(6) 2011 for gerd, amlodipine since (B)(6) 2011 and lisinopril since (B)(6) 2011 for hypertension, acitretin (zetin) since (B)(6) 2011 and atorvastatin calcium (lipitor) since (B)(6) 2011 for hypertension and hypercholesterolemia, aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co) from (B)(6) 2016 to (B)(6) 2016 for irritable bowel syndrome, calcium chloride;glucose monohydrate;magnesium chloride hexahydrate;sodium bicarbonate;sodium chloride;sodium lactate (capd 17 balance peritioneal dialysis solution) for renal disease as well as ergocalciferol since (B)(6) 2013, ezetimibe (zetia) since (B)(6) 2012, furosemide from (B)(6) 2011 to (B)(6) 2013, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal infection ("vaginal"), urinary tract infection ("uti"), migraine ("migraines/headaches"), nausea ("nausea") and depression ("depression") and was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced anxiety ("psych injury,psychological or psychiatric problems: anxiety, mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), anaemia ("anemia"), fibromyalgia ("type of autoimmune diagnosed : fibromyalgia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (dilation, hysteroscope and novasure endometrial ablation and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, anxiety, dysmenorrhoea, dyspareunia, fatigue, vaginal infection, urinary tract infection, migraine, nausea, depression and weight decreased outcome was unknown, the vaginal haemorrhage and anaemia had not resolved and the genital haemorrhage, pelvic pain, abdominal pain, vaginal discharge and fibromyalgia had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify: no (as written per pfs, please note discrepancy) she received treatment for pelvic/abdominal, bleeding : anemia, general abnormality. Bleeding, fibromyalgia, migration and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Bilateral occlusion.. Most recent follow-up information incorporated above includes: on 4-oct-2019: plaintiff fact sheet and mr received, new reporter, patient demographic information, concomitant medication ,essure lot number, new event abnormal bleeding (vaginal, menorrhagia), apareunia, dysmenorrhea, dyspareunia, fatigue, infection: vaginal and uti, psychological or psychiatric problems depression were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormality. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), anaemia ("anemia"), fibromyalgia ("type of autoimmune diagnosed: fibromyalgia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal discharge, anaemia and fibromyalgia had resolved. The reporter considered abdominal pain, anaemia, device dislocation, fibromyalgia, genital haemorrhage, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, bleeding: anemia, general abnormality. Bleeding, fibromyalgia, migration and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Product indication and essure implant date were updated. Essure explant date added. Events- migration, general abnormality. Bleeding, abdominal pain, anemia, type of autoimmune diagnosed: fibromyalgia, psych injury and vaginal discharge were added. Event outcome updated for: physical pain/pelvic pain. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.